Manufacturer narrative:
Qn#(B)(4). Device evaluation: the report that the catheter migrated could not be confirmed. One 7 fr x 20 cm catheter with a box clamp attached was returned. The catheter and the box clamp appeared typical. Under microscopic inspection, no damage or evidence of use was observed on the juncture hub suture wings. The catheter was tugged from either side and remained secure in the clamp. The outside diameter the catheter body extrusion measured 0.097". This met the .096 +/ .002" specification per catheter graphic. The ID of the clamp could not be measured since the clamp material is pliable and it had been used on a patient. The largest pin gauge that would pass through the clamp assembly without resistance was 0.072". This indicates that the clamp would securely hold a catheter that has an od of 0.097". The instruction booklet directs the user to secure the catheter using the primary suture hub and provides instructions for using the catheter clamp and fastener when additional securement is required. It was not reported whether or not the primary suture site was used. A device history record review was performed and did not reveal any manufacturing related issues. No problem was found on the returned sample. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use, the catheter was found to be migrating from the patient. As a result, the catheter was removed and a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.